Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. The analysis interrogation report indicated the pump delivered morphine (flex dosing, 10.0mg/ml, 4.757mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who received an unknown drug (device registry listed the drug as morphine) in an implantable pump for spinal pain. The pump was removed last year due to infection. The patient was re-implanted on 2016. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.